Event description:
A philips bench technician reported a defibrillator testing failure while servicing the device. There was no patient involvement.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.